Event description:
Imprecise phenytoin results were obtained from a patient sample using vitros phyt slides on a vitros 5,1 fs system. Vitros phyt results 73 mol/l vs. A correct result of 99 mol/l were obtained. The non-repeatable results were identified prior to being reported from the laboratory. The lower than expected result of 73 mol/l is of the direction and magnitude of bias that could lead to inappropriate physician action if not detected. There was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation confirmed non-repeatable, higher and lower than expected vitros phyt results were obtained from a single patient sample. A definitive was not identified. System optimization opportunities were identified and extensive service repair actions have been taken. However, it was not confirmed that an instrument issue was a contributing factor. No root cause was identified, however pre-analytical sample handling issues, vitros phty slide and instrument issues have not been ruled out as potential contributing factors.